Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The suction regulator and hose were ordered for replacement. No report of patient involvement.

Event description:
The hospital reported the unit was not able to perform adequate fluid suctioning. There was no report of patient involvement.